Event description:
It was reported that a pt underwent a sling procedure in 2008. The pt also underwent a colporrhaphy concomitantly. During the procedure, the pt's bladder was perforated. As a result, the device was removed. Upon discharge, the pt's voiding pattern was abnormal and she had an in-dwelling catheter in place.

Manufacturer narrative:
Date sent to the FDA: 11/20/08. Abnormal voiding, conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.